Event description:
An attempt was made to use one sprinter legend rx ptca balloon catheter to treat a lesion. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The device was being used to pre-dilate the lesion. It was reported that inflation difficulties occurred during balloon inflation. The balloon could not be inflated. The same inflation device was not used with other devices. The device was not moved or repositioned while inflated. The patient is alive with no injury.

Manufacturer narrative:
Product analysis: the device was received for analysis. Device returned with a stylette, and sheath inserted which were removed with no issues noted. The device returned with balloon folds intact. The balloon failed negative prep. Upon attempted inflation of the device, liquid was observed exiting the distal balloon pillow distal to the distal marker band. The balloon could not maintain pressure. On closer inspection a tear was visible on the balloon material on the distal balloon pillow. No other deformation evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.